Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the location tab on the slip ring of the remb handswitch was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.